Manufacturer narrative:
B5: per email on (B)(6) 2021. It was reported, that the "lens (B)(6) will not be removed and returned. The lens is not rotating". Claim# (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity, race - unk. Date of event - unk. (B)(4). Claim# (B)(4).

Event description:
The reporter states a 12.1mm tmicl12.1 implantable collamer lens -8.0/+2.5/099 (sphere/cylinder/axis) was implanted into the patient's right (od) eye on (B)(6) 2021. The surgeon reports the lens is too small and keeps rotating. Reportedly the lens remains implanted.